Event description:
It was reported that when conducting puncture with the port needle, it did not spring back. No other information was provided. Four devices were returned for evaluation. The four devices exhibited damaged and/or loose safety mechanisms. This report address the fourth device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a loose safety mechanism is confirmed; however, the exact cause is unknown. Four 22 g x 0.75 in. Powerloc infusion sets were returned for evaluation. An initial visual observation showed the orange plastic piece of one of the samples was missing and the needle, which was not covered by a needle guard, was observed to not be contained within any part of the safety mechanism. The safety mechanisms of the other three samples were found to be intact but were found to be slightly loose when manipulated; however, none of the safety mechanisms of these samples became separated. What appears to be blood residue was observed on the sample with the missing orange plastic piece, and some dried saline residue was observed within one of the samples with an intact safety mechanism. A microscopic observation revealed the clear plastic clip which sits beneath the black plastic portion of the safety mechanism was not positioned correctly in two of the samples that were returned intact allowing the black plastic portion to protrude slightly. The black plastic portion of the safety mechanism was able to be put back into position on these samples; however, it was found to easily become positioned incorrectly again after slight manipulation of the device. Damage was observed on both of the side edges of the clear plastic clip of one of the samples that was returned intact, and the clear plastic clip of another intact sample was found to be slightly curved. A small amount of additional damage was observed on one corner of the black plastic portion of the safety mechanism of each sample. An attempt to activate the intact safety mechanisms was successful and each was found to be activated completely without excess resistance or issue. While the safety mechanisms of the returned samples were found to be slightly loose, the evidence of use on some of the returned samples made it difficult to when, where, or how the samples became damaged and/or loose. Possible causes include manipulation of the safety mechanism, excessive force applied during use, and damage during handling or while in storage. A lot history review (lhr) of asdys0060 showed five other similar product complaint(s) from this lot number.